Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278264, expiration date 02/28/2015). Reference medwatch report with (B)(6) for the suspect device used in the aviva system.

Event description:
Customer received a result of 5.5 mmol/l on the mobile system, and a result of 3.2 mmol/l on the aviva system within 10 minutes. Low blood glucose symptoms were reported with these results. The customer consumed a sugary drink. No adverse event related to the device was reported. Requested return of suspect device.